Manufacturer narrative:
The device was evaluated at the manufacturer and the service tech discovered that the handpiece shoots the blade out. The device was repaired and returned to the manufacturer.

Event description:
The device was at the manufacturer for an unrelated issue and the service technician discovered that the blade is being ejected from the handpiece while in use. There were no adverse consequences reported.